Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. The broken part remains in the root canal. No injury. Patient is to return to have file extracted. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.the device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.additional information regarding the patient outcome has been requested and will be submitted as it becomes availableinvestigation result:customer not returning and no lot number provided.  Product not received at investigation site.complaint will be reopened if suspect product or investigation result arrives per (B)(4).